Event description:
It was reported that a button broke off the device, and the patient attempted to fix it by gluing it back on, although the plastic remained broken. There was no adverse impact on the customer's blood glucose level. The customer declined a follow-up from technical support, and no further information was available regarding any corrective actions taken, although the device was still under warranty.